Manufacturer narrative:
This is to correct and remove the codes that were initially reported - removing codes for: health effect - clinical code 4580 health effect - impact code 4648 the correct codes for this complaint are: health effect - clinical code 4582 health effect - impact code 2199 this is a follow up report to correct this code.

Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Investigation result received from external service center: customer declined the repair and wants the unit disposed of apex locator readings are incorrect. Dentsply promark apex locator s/n: (B)(6). Accessories included: cable the housing failed test due to touch screen functions do not work. The pcb and battery passed all tests. The measuring cable needs replaced. You will need to replace the housing and measuring cable. Vr81113000901 1 ea. V841119000506 1 ea. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee.

Event description:
In this event it is reported that promark apex locator gave incorrect measurements. 2 requests have been made if there was any injury.